Event description:
The subject device was used during a laparoscopic hysterectomy. The probe of the device was broken and the broken tip fell outside the pt. The procedure was completed with a similar device. There wa no pt injury reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for evaluation. This will be supplemented if device evaluation becomes available.